Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symtpom, failed ot detect an upstream occlusion, which was reproduced and confirmed during evaluation caused by failed upstream sensor with cracks on the tail pins. The upstream sensor was replaced. Additonal information:defective alarm, cracks.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device device failed to detect an upstream occlusion during the 100ml/hr test. There was no patient involvement.